Event description:
It was reported by service report that the bed was stuck in an elevated position, and it would not ascend or descend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board.